Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display after being exposed to moisture. Contacts on battery cap were missing or damaged. There was fluid under the display. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed active current measurement. However, unit failed sleep current, self-test, and prime/seating. Unable to do displacement test due to prime fill anomaly. Prime/fill anomaly failed due to force sensor not with in spec (0.432mv) no blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump error 75 occurred during self-testing. Low battery alerts confirmed in the pump history on (B)(6) 2022 17:38:00 and (B)(6) 2022 08:42:29.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, harness assembly vibrator. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, broken battery tube threads, label damage, cracked reservoir tube lip, cracked reservoir tube lip, and corroded battery tube. Blank display not confirmed. Pump error 75 occurred during self-testing due to moisture damage. Unable to verify battery cap cracked/damage due to missing battery cap, unit was tested with test battery cap. Prime anomaly confirmed due moisture on force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.